Event description:
A 14 gauge x 2 inch needle came apart from hub during thoracentesis procedure. The needle and the hub were saved but not the tray itself. Trays currently on unit show lot lob159 with a 641-12573 # on pkg.